Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn0834 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported that during pre-flushing prior to use, the catheter leaked liquid in the middle and at the site 2 cm away from the tip.

Event description:
It was reported that during pre-flushing prior to use, the catheter leaked liquid in the middle and at the site 2 cm away from the tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 3fr s/l groshong catheter. The sample was received with an inlaid stylet. The catheter had been manipulated on the stylet and the proximal end of the catheter was bunched against the stylet flushing connector. One split was observed between the 37cm and 38cm depth markings. Two more splits were observed distal of the 5cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed at the split sites. Tactile inspection of the sample revealed tensile weakness in the vicinities of the splits. Microscopic inspection of two of the leak sites revealed diagonally aligned splits. The splits exhibited inward curving edges and granular fracture surfaces. Microscopic inspection of the distal most split revealed a circular tear which exhibited a granular fracture surface. The split occurred in the vicinity of the tip of the stylet and the stylet protruded from the hole easily during device manipulation. Following bisection of the catheter in the vicinities of the diagonal splits, inspection of the inside surface of the catheter revealed longitudinal scoring marks and abrasion damage. The damage on the inside surface of the catheter was more extensive than that observed on the outside. The split characteristics, tensile weakness and catheter bunching on the stylet flushing cannula were consistent with catheter damage caused by contact with the inlaid stylet. Such damage can occur if the stylet is manipulated when the catheter is constrained and if the stylet is manipulated prior to wetting. The distal split was consistent with catheter perforation by the stylet tip, which can occur if catheter insertion is attempted without pre-flushing. H3 other text : evaluation findings are in section h.11.